Event description:
Additional information received indicated the patient presented in-clinic and their ble telemetry was restored with a simple interrogation. There were no patient consequences reported.

Event description:
It was reported that the implantable cardiac monitor (icm) exhibited bluetooth (ble) telemetry loss. No intervention was performed. There were no patient consequences reported.